Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pods adhesive failed to adhere and the cannula had become dislodged from the pod infusion site (hip/buttocks).

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging or an adhesive failure. A root cause for the reported dislodged cannula and adhesive failure could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.